Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03757. It was reported that the burr became stuck on the rotawire. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, when the physician wanted to pull out the burr on the rotawire, severe resistance was noted as the burr became stuck on the wire. The brake defeat button worked well and the system was under saline flushing. The burr was then pulled out from the patient's body together with the wire and it was not able to be separated outside patient's body. The procedure was completed with another burr and rotawire. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. There was no packaging/labeling received; therefore the reported product expiration could not be confirmed via product analysis. Visual inspection of the device revealed no damage to the guidewire. Dimensional inspection of the overall length, outer diameter (od) of the distal tip, od of middle of the device and od of proximal section were performed and were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was further reported that the expired rotawire was used accidently. The device was given to the hospital as a product sample in 2016 and the customer used it without paying attention to the expiry date. There were no deterioration on the seal noted.